Event description:
Robotic instrument: davinci synchroseal, failed during procedure. The tip of the instrument failed to open/close when the surgeon was operating. The instrument was removed with no harm done to the patient. A new instrument was obtained.